Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a guidewire encountered resistance in the proximal section of the echelon catheter and the pipeline had poor opening. The patient was undergoing surgery for treatment of a saccular, unruptured bilateral internal carotid artery aneurysm with a max dia meter of 13mm and a 9mm neck diameter. The landing zone was 3mm distally and 3.2mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the iliac artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the perforator vessels were not lost, and the stent was not completely opened and adhered to the wall. It was reported that during routine embolization of right intracranial aneurysm, after the microcatheter echelon10 was hydrated, the 0.014syncro guidewire could not be delivered into and could not be pushed into the microcatheter lumen. A new microcatheter echelon10 was replaced and it could be used normally after hydration to complete the surgical embolization. The blood flow diversion dense mesh stent pipeline and marksman were hydrated normally. After the catheter was in place, the stent was delivered, and after the tip end was deployed and anchored, the middle section of the stent was deployed. The opening was not good. A section was opened using clinical techniques. The middle and rear sections of the stent were kinked and flattened. Multiple attempts to shake, push, pull, and retrieve the stent were fruitless. Since it was difficult to open the stent during the operation and the operation lasted too long, the tension was relieved to deploy. Post-treatment massage technology and balloon dilation technology were used, but the middle and rear sections of the stent could not be completely opened and attached to the wall. There was no effective solution, and the operation was ended. The patient was in poor condition after the operation, and the limb muscle strength decreased (right limb muscle strength level 2). The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flush as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the patient had contralateral lower limb muscle strength was poor, and the upper limb was recovered. The patient's poor condition was related to the contralateral limb weakness. Actions taken to resolve the adverse event was tirofiban, hormones, and neurotrophic drugs. The cause of the limb weakness was considered to be that the stent failed to open and not adhere to the wall to form thrombosis. The pipeline was placed in a vessel bend when it failed to open.